Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a bolus/basal delivery. The customer also reported receiving no delivery alarms during bolus deliveries. It was found the insulin pump would alarm no delivery after delivering up to four units of insulin. The customer also reported experiencing a low blood glucose of 27 mg/dl the night prior. Customer's blood glucose was 369 mg/dl at the time of the call. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted. The insulin pump has minor scratched lcd window, cracked case at the display window corner, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.